Event description:
During a coronary drug eluting stenting treatment procedure, the balloon shaft kinked and no damage to the stent had occurred. In addition, no pt injuries or complications were reported and pt status was reported as "satisfactory/good." However, the returned product analysis confirmed that there was strut damage.